Manufacturer narrative:
The aquabeam scope was returned for investigation. The reported failure was confirmed as the aquabeam scope produced a nearly black image. Additionally, artifacts were identified that appeared to be cracks or damage to the lens. The cause of the black image is likely due to breakage of fiber optics within the scope. The cause of the lens damage could not be determined due to the nature of the use of the device. The device history record for ab2000/serial number (B)(6) and aquabeam scope/lot 2306/23060003 was conducted. The review confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, sj-um0101-00, rev. C, was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup. Verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). Note: obtain a new aquabeam scope if proper visualization cannot be verified. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural set up and while the patient was in the operating room under anesthesia, visualization was impaired due to a damaged aquabeam scope lens, which affected the functionality of the device. The surgeon attempted to replace the aquabeam scope however, the aquabeam robotic system displayed an unspecified error code. As a result of the ongoing malfunction, the surgeon elected to convert the procedure to a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.